Event description:
It was reported the pt is not receiving effective pain relief from her stimulation in her right leg. An sjm representative met with the pt and reprogramming was unable to resolve the issue. Follow up info identified the pt was referred to a neurosurgeon.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.